Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 436 mg/dl, 423 mg/dl at the time of incident and the current blood glucose level was 188 /dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as tad bit of nausea. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed accurately. Customer states they had high blood glucose and needed to change the battery and had a difficulty with getting the battery cap off and customer changed the battery and received a blank screen and they changed it again and received another blank screen and changed it again and received a battery out limit and customer had taken the battery out again. Customer states the insulin pump alarmed during normal use. Customer reports they were able to clear the alarm. The device will not be returned for analysis.